Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection identified a broken door. The reported condition was verified. The cause of the condition was undetermined. To correct the condition, the pump head door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.